Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the implant and suture detached from the inserter, the anchor was broken at the proximal end. The suture and implant had foreign matter, presumably biological matter. Not all the broken fragments were returned. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the anchor condition is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause for the device condition can be associated with bending force during insertion. As per IFU do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. Excessive tension may overload the anchor or suture, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Photo investigation: visual inspection of the returned photo found the anchor bent near mid-body. According with the visual inspection of the photo, this complaint can be confirmed. Based on the results, the probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. Per further analysis, the risk level for visual: deformed/bent is an acceptable risk (ar) within risk management documents. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/ storage. As per IFU, lupine br anchor system, ¿storage¿ section to store in a ¿cool and dry¿ place. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the lupine br ds w/orthcrd device was broken (two+ pieces) : device was fractured. It was reported in the service order that during an anterior talofibular ligament surgical procedure, it was observed that the device anchor was deformed in the packaging. There was a five minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.